Event description:
A 64-year-old male patient started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he was temporarily discontinuing optune gio therapy. His healthcare provider (hcp) recommended stopping the therapy due to edema on his surgical scar (last surgical resection (B)(6) 2024) and advised cooling the affected area. On (B)(6) 2025, the patient informed novocure that he had undergone surgery to remove an abscess. He planned to pause optune gio therapy until the surgical scar had healed. An MRI performed on the same day suggested disease progression. On (B)(6) 2025, novocure received a letter from the patient's general physician (gp) stating that the patient had been experiencing local swelling (with a differential diagnosis of seroma) and an allergic reaction while on optune gio therapy. The patient started to experience the allergic reaction in (B)(6) 2024. The gp suspected tumor recurrence but was uncertain whether the patient would resume optune gio therapy. A medical record was provided indicating that in (B)(6) 2025, the patient visited dermatology due to an allergic reaction caused by optune gio therapy. He was prescribed diflucortolone to apply every six hours for scalp pruritus. On (B)(6) 2025, a slight swelling was observed on the apical scar, which was suspected to be a seroma. Otherwise, the surgical resection site scar presented not irritated. Per the gp, cause of the event was a local allergic reaction. On (B)(6) 2025, the patient informed novocure that he was scheduled to undergo surgery for tumor recurrence on (B)(6) 2025.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the allergic reaction cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.